Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). Our quality test laboratory received no sample for this notification. Further evaluation and investigation cannot be concluded. However, if the complaint sample is available, hence complaint will be re-open accordingly.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(6): "infusion end faster than program." Customer information: "customer reconstituted 8.1ml of drugs into normal saline 0.9% 250ml (art:3610553). The drug was infused using infusomat space line with safeset (art:8701148sp) attached with sterifix infusion filter (art:4099303). The infusion tubing was fitted into infusomat space (art: 8713050). The infusion was running at rate 10ml/h for 24 hours. Vtbi was set at 240ml. However, the pump gave pressure alarm 2 hours before expected finishing time. The bottle was empty at that time. Pump history showed that the actual infused volume was only 222.68ml. Ps: the therapy was started on (B)(6) 2019, it is a 1 month course with same dosage daily. Pump history shows that there is no error from (B)(6) to (B)(6). Customer side also insisted that there is no human error involved too."